Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject device (balloon catheter) probably burst because of osseous prominence during inflation. There were no clinical consequences to the patient due to the reported event. No other information was provided.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information provided by the customer indicated that there were no difficulties with inflation/deflation of the balloon during preparation, a 3ml luer lock syringe was used to inflate the balloon, continuous flush was maintained, and the anatomy was not tortuous. Additionally, it was stated in the complaint that osseous prominence (contact with bone structures of the skull base) during inflation may have contributed to the reported event. An assignable cause of procedural factors will be assigned to this complaint since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was likely limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during procedure, the subject device (balloon catheter) probably burst because of osseous prominence during inflation. There were no clinical consequences to the patient due to the reported event. No other information was provided.